Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and during hospitalization (four days after admission), the patient developed peritonitis. Treatment for the peritonitis was unknown. The patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.